Event description:
Reporter alleged customer obtained discrepant blood glucose results with a value in the 400s mg/dl compared to a result of 136 mg/dl when testing was performed simultaneously on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.